Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported expiration. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) family member telephoned technical support for device pick up. He reported that the patient had passed away with no further information offered. Follow up was done with the patient's peritoneal dialysis registered nurse (pd rn) for details related to the reported patient's death. According to the pd rn, the patient's death was caused by "old age" and gradual decline. "It had nothing to do with dialysis". Additionally, she reports the patient was hospitalized at the time of her passing (reason's unknown) and does not know if the patient was receiving dialysis or if the products in use were fresenius products. The pd rn declined to give any further details.